Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic nurse reported that a dialyzer blood leak occurred immediately into the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The blood leak was visually observed as a pink color on the dialysate. Blood leak test strips were used and tested positive for the presence of blood. The machine, a fresenius 2008k machine, alarmed appropriately with a blood leak alarm. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was discarded and is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A batch records review was conducted by the manufacturer for the reported lot. There was one approved temporary deviation notice (dn) noted on the reported lot, which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Should additional relevant information become available, a supplemental report will be submitted.